Event description:
It was reported that the remote cord was gripped into the pump and the device showed error code 45169. The pump showed the error code when pressed by the patient when trying to disconnect the cord, but they were unable to remove the cord and replaced with a new cord. This occurred during patient use, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the main board. The pump had no physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.